Event description:
During product evaluation, the pump failed an accuracy test on channel a. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12 2007. Evaluation summary: the condition of pump that failed an accuracy test on channel a during product evaluation was confirmed. Inspection of the device found that the inacuracy was caused by a faulty pump head mechanism and therefore pump head mechanism channel a was replaced. Device was evaluated on site.